Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12g11099, h12e18056, h12e03041, and h12j26076. Batch review results are acceptable. No issues related to the complaint. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy using a minicap transfer set. The patient was hospitalized for this event. Treatment was not reported. The patient was discharged from the hospital thirteen days later. Pd therapy was ongoing. The patient was recovering from the event of peritonitis. (B)(4). This is report 2 of 2.